Event description:
Iab was inserted femorally. Soon after catheter was connected to pump, blood was seen in balloon lumen. Clinicans suspected that balloon membrane was abraded. Iab was exchanged. There were no reported pt complications.